Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure a subacute eluting stenting treatment procedure a subacute thrombosis occurred. A patient had an unspecified taxus express2 drug eluting stent implanted. At an unspecified timeframe after the procedure the patient experienced a subacute thrombosis. Several attemtps for follow-up have been made but no additional information has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.